Event description:
It was reported that the two screws that are part of the screwdriver handle are missing. It will rotate some but not turn the blade correctly. A backup was available for use during the case.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The reported event - two fixing screws of the handle are missing and the rotation function with the blade did not correctly work - could be confirmed. The visual examination of the screwdriver handle showed that on both sides of the front part the fixing screws have been detached. Both detached screws were not returned. Because of the missing fixing screws of the front part of the handle no torque could be transferred to a related blade. Furthermore the device is marked with production code # q3 which indicates that the product has already been manufactured in 2000-march pointing to a very long-time use of the instrument over 13 years. The microscopic investigation showed that each countersink of the screw holes shows typical friction traces. The typical friction traces are a result of the friction between screw and screw hole during tightening and indicate that each fixing screw was initially attached and firmly tightened. A loosening of itself is very implausible. Moreover during assembly of the screwdriver handle a 100% self worker control takes place. Based on investigation the screw detachment could not be determined. However, considering the long time use over 13 years, the evidence that both fixing screws were initially attached and that no indication for any device related issue was found, the root cause could be attributed to a user related issue. For the detachment of the fixing screw of the front part of the screwdriver handle action lmi 06-118 was previously initiated as a preventive action in order to secure both fixing screws of the front part by a weld point. The action lmi 06-118 became effective on 2006-aug-04. The returned device was identified as a former design. Since the implemented action no further complaint has been detected.

Event description:
It was reported that the two screws that are part of the screwdriver handle are missing. It will rotate some but not turn the blade correctly. A backup was available for use during the case.